Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where infusion set was inserted without removing, he needle guard. The event occurred on (B)(6) -2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.